Event description:
The patient, as reported by the mother, experienced a hypoglycemic episode while wearing the pod on the arm for 24-36 hours. Blood glucose levels dropped below 40 mg/dl, and the patient reported feeling close to losing consciousness. Medical staff at the patient's office intervened by providing food, which restored blood glucose levels.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios, omnipod software app version: 2.0.2, operating system: 18.3, hardware: iphone17.1, cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.